Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the patient "was working one on one with her assistant coach. She was jumping at the net and when she landed she knew it was injured. We saw her surgeon at saturday clinic the next morning where the sent her for MRI (magnetic resonance imaging) and confirmed acl (anterior cruciate ligament) was torn".